Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had low sensing. The lead was repositioned but the low sensing remained and high pacing impedance was noted. The cable to the analyzer was changed, but the parameters remained the same. The helix then was not able to extend nor retract. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.